Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that on (B)(6) 2024 the patient faced a infusion set cannula was bent. The site of location is buttocks. The infusion set long for less than a day and cannula was used on insertion site for first day only. The method which is used for insertion is serter. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient information: (B)(6).